Event description:
The manufacturer received information alleging a ventilator displayed a high temperature alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's outlet flow path thermistor was replaced to address the issue. An issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.